Event description:
1/30 months: mechanically ventilated infant was electively reintubated. The laerdal infant resuscitator was used during this procedure. The respiratory therapist was unable to achieve positive pressure required for ventilation. A second resuscitator was used with the same result. With no changes to infant or et tube, a third was then used and functioned properly. Durring the first two device failures, the patient's heart rate dropped to the 90s. Following resuscitation with the third device, the heart rate increrased to the 140s; however, the infant subsequently expired due to unrelated conditions. The two resuscitators which "failed" were retreived and tested in respiratory care and in biomedical engineering. The malfunction could not be reproduced. Both devices functioned correectly. Corrective action: 10 all existing inventory of these devices will be re-tested prior to distribution for use 2) work toward replacement with single use disposable systemsdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: other. Conclusion: device failure occurred but not related to event, device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: no. Corrective actions: device use continued with restrictions/limitations, user education provided, invalid data. Invalid data - on device destroyed/disposed of status.